Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID hh9020tdd lot# serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl, clonidine, and bupivacaine via an implantable pump for non -malignant pain. The patient reported that their "external unit was malfunctioning". Patient said that it would not connect to the pump. Patient stated that they had to reset their handset and drain the charge of both devices so they could connect to their pump to get a bolus. Agent had a hard time understanding what the issue was. Patient denied error messages. Patient said that it started slowing down 2 months ago. Patient added that they got their refill last friday and that is when it did not connect at all and left the "sending unit" on until it was dead. During the call, patient made a comment that this is their "third pump". Agent walked the the patient through in clearing the data and managed to connect to their pump and while connecting to the pump the patient briefly saw no device found however, the reported issue was not recreated on the call. Agent reviewed device function and patient would call back if lag issue persists.